Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2017-01827. 2. 3005168196-2017-01828. 3. 3005168196-2017-01829. 4. 3005168196-2017-01830. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician deployed an initial smart coil into the target vessel using a non-penumbra microcatheter and then attempted to detach the coil using a penumbra smart coil detachment handle (handle). However, although the pet lock separated on the proximal end of the smart coil pusher assembly, the smart coil did not detach. Subsequently, the physician manually detached the smart coil by pulling apart the two pieces of the pet lock. The physician then deployed and detached four additional smart coils using the same microcatheter and handle without any issues. Towards the end of the procedure, a thrombus formed at the neck of the aneurysm. Therefore, the physician placed a stent and administered reopro to treat the thrombus. It was reported that the clot was not flow-limiting and that the stent was already planned but the physician thought about not using the stent after all until the clot appeared. As of (B)(6) 2017, the patient has been discharged from the hospital. The reported thrombus formation was considered to be a serious adverse event with a probable relationship to the aneurysm/disease state and to the smart coil system, and a definite relationship to the procedure.